Event description:
The spokes on the front caster allegedly broke away from the hub, causing the chair to tip and the consumer to fall. No injury is alleged.

Manufacturer narrative:
Remedial action - the consumer was provided another unit from the dealer's stock. (B)(4) has been issued for the return of this device. Model trsx5 serial number (B)(4) is approximately 2 months old. User manual part number 1110550 rev g (feb-11) was provided with this device. It is unknown if the consumer has fully read and understands the user manual. On page 8 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumer was being pushed by her husband; the consumer went down driveway (concrete) over a threshold and the unit's left caster fell off causing her to fall out of the chair. The consumer's husband was able to catch her from falling. The dealer stated that the chair looks like it has been "literally hit by a hammer". He does not feel that there was a malfunction of the product. The spokes on the front caster allegedly broke away from the hub, causing the chair to tip and the consumer to fall. The dealer stated that he can't see where the wheel just fell off. The following warning is provided on page 10: "warning - do not operate on roads, streets or highways." The consumer has only had the device 2 months. Her experience using this device or other devices prior to this wheel chair are unknown. On page 10 the following warning is provided: "warning - to determine and establish your particular safety limits, practice bending, reaching and transferring activities in several combinations in the presence of a qualified healthcare professional before attempting active use of the wheelchair." The slope of the driveway is unknown. The following warnings are provided on page 12: "warning - do not traverse, climb or go down ramps or slopes greater than 9 degrees. Do not attempt to move up or down an incline with a water, ice or oil film. Do not attempt to ride over curbs or obstacles. Doing so may cause your wheelchair to tip over and cause bodily harm to you or damage to the wheelchair. Never leave an unoccupied wheelchair on an incline. Do not attempt to stop the wheelchair while on a sloped surface." (B)(4).

Manufacturer narrative:
Remedial action - the consumer was provided another unit from the dealer's stock. RMA (B)(4) has been issued for the return of this device. Model trsx5 serial number (B)(4) is approximately 2 months old. User manual part number 1110550 rev g (feb-11) was provided with this device. It is unknown if the consumer has fully read and understands the user manual. On page 8 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumer was being pushed by her husband; the consumer went down driveway (concrete) over a threshold and the unit's left caster fell off causing her to fall out of the chair. The consumer's husband was able to catch her from falling. The dealer stated that the chair looks like it has been "literally hit by a hammer." He does not feel that there was a malfunction of the product. The spokes on the front caster allegedly broke away from the hub, causing the chair to tip and the consumer to fall. The dealer stated that he can't see where the wheel just fell off. The following warning is provided on page 10: "warning - do not operate on roads, streets or highways." The consumer has only had the device 2 months. Her experience using this device or other devices prior to this wheel chair are unknown. On page 10 the following warning is provided: "warning - to determine and establish your particular safety limits, practice bending, reaching and transferring activities in several combinations in the presence of a qualified healthcare professional before attempting active use of the wheelchair." The slope of the driveway is unknown. The following warnings are provided on page 12: "warning - do not traverse, climb or go down ramps or slopes greater than 9°. Do not attempt to move up or down an incline with a water, ice or oil film. Do not attempt to ride over curbs or obstacles. Doing so may cause your wheelchair to tip over and cause bodily harm to you or damage to the wheelchair. Never leave an unoccupied wheelchair on an incline. Do not attempt to stop the wheelchair while on a sloped surface."

Event description:
The spokes on the front caster allegedly broke away from the hub, causing the chair to tip and the consumer to fall. No injury is alleged.